Event description:
It was reported that pericardial effusion (pe) occurred. A left atrial appendage (laa) closure procedure was being performed under intracardiac echocardiography (ice) guidance. Baseline imaging demonstrated no pe. The interatrial septum was noted to be thick, and transseptal puncture (tsp) was performed with a versacross fixed curve transseptal system in an inferior/mid location. Difficulty was encountered advancing the versacross system into the left atrium, but access was eventually achieved. Attempts were then made to advance a watchman trusteer access system (was) across the septum however the was would not cross. A second tsp was performed in a similar location to improve access. Following these attempts, a pe was identified near the right atrium, accompanied by a mild decrease in blood pressure. The procedure was aborted and pericardiocentesis was performed. The patient was admitted overnight.